Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threating condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Physicians are extensively trained by edwards before they are qualified to use the sapien 3transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, per report the cause and specific location of the cardiac injury leading to pericardial effusion was unable to be identified. However, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in japan, during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach after the balloon aortic valvuloplasty was performed the patient developed severe hypotension. The valve was deployed with 3 ml less than nominal volume. The aortography revealed acute aortic regurgitation and percutaneous cardiopulmonary support was implemented. The echocardiography revealed a pericardial effusion. Drainage was performed and the patient became hemodynamically stable. No damage was observed in the annulus and aortic root area. Angiography was unable to locate the exact location of the vessel damage. The patient was in stable condition post procedure. Per medical opinion, the tissue damage was suspected to have been caused by the guidewire, but was unable to be confirmed.